Event description:
Two females in the office had facial swelling and breathing issues after wearing the masks. 1 female had to see a physician and was placed on medication. They are still experiencing rash breakouts.

Manufacturer narrative:
On april 19, 2024, amd medicom inc. Received the event that two females in the office had facial swelling and breathing issues after wearing the masks. One female had to see a physician and was placed on medication. They are still experiencing rash breakouts.

Manufacturer narrative:
On april 19, 2024, amd medicom inc. Received the event that two females in the office had facial swelling and breathing issues after wearing the masks. One female had to see a physician and was placed on medication. They are still experiencing rash breakouts. Additional information: an investigation was conducted. Biocompatibility (cytotoxicity, skin irritation and skin sensitization) test results were verified on the mask constructions for this product and the results did not reveal any biological risks with respect to the mask being cytotoxic, skin irritant or skin sensitizer. Production records and design history file were verified and no observations were noted. No similar complaint was observed during historical review of complaints. Based on the investigation, no root cause was identified. Note: name/address of the manufacturing site was corrected.

Event description:
Two females in the office had facial swelling and breathing issues after wearing the masks. 1 female had to see a physician and was placed on medication. They are still experiencing rash breakouts.